Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-04259 and 2134265-2015-04347. It was reported that automatic pullback failure occurred. The motor drive unit 5 (mdu5) was used in conjunction with an imaging catheter and a sled. During the procedure, the mdu5 failed to perform automatic pullback. Performed manual pullback to complete the procedure. No patient complications reported and patient's status is stable.